Manufacturer narrative:
Complaint conclusion: as reported, button 2 of a 5f mynx control vascular closure device (vcd) would not engage. No product related adverse event. Patient was fine after procedure. The device was transferred to biomed dept for inspection. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for analysis despite attempts to obtain the product. The product history record (phr) review of lot f2310101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿button #2-frozen/locked¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors, such as incomplete deflation of the balloon, are possible. According to the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device states to ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device.¿ if the balloon was not fully deflated before attempting to depress button #2, this can result in button depression issues. Neither the phr, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 2 of a 5f mynx control vascular closure device (vcd) would not engage. No product related adverse event. Patient was fine after procedure. The device was transferred to biomed dept for inspection. The device was not returned as previously expected for evaluation.